Event description:
It was reported that the device may have reached its recommended replacement time [rrt] prematurely. It was also reported that the right ventricular [rv] lead had high threshold measurements for the past six to eight months and this may have contributed to the premature depletion of the device. The device was explanted and replaced; the rv lead remains in use as it tested "fine upon replacement." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion.